Event description:
It was reported that, "surgeon said she had issues with patella tracking. Reinserted 9mm poly. Possible tubercle shift."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.